Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient went to the emergency room "several" times for hypoglycemia while using the infusion device. The patient alleged the piston rod rewinds without apparent reason which caused the events. The patient was treated with juice and sugar. The blood glucose result was 48 mg/dl on an unknown device. It is unknown on how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.